Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jan-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history review was performed for the finished device 00002368 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a tear to the tip issue occurred. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large packaging was opened, it was found "mangled". There was some visible damage to the tip, what looked like a "tear". Caller stated the staff informed the caller and the caller never saw the sheath. Caller confirmed no damage to the packaging was noticed. When the sheath was replaced, the issue resolved. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large packaging was opened, it was found "mangled". There was some visible damage to the tip, what looked like a "tear". Caller stated the staff informed the caller and the caller never saw the sheath. Caller confirmed no damage to the packaging was noticed. When the sheath was replaced, the issue resolved. No patient consequence reported. The device evaluation was completed on 20-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the device was found bumped. No other damage or anomalies were observed. For this issue observed, a supplier manufacturing investigation was requested, and the investigation result determined that this issue is not related to the manufacturing process since evidence of good manufacturing practices was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).